Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles, stuffiness. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were signs of sound abatement foam degradation in the blower box and on the blower motor. The external investigation showed that there were no signs of contamination on the outside of the device. The manufacturer found evidence of sound abatement foam degradation/breakdown in this device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The manufacturer concludes that there were signs of sound abatement foam degradation in the blower box and on the blower motor. The external investigation showed that there were no signs of contamination on the outside of the device. The manufacturer found evidence of sound abatement foam degradation/breakdown in this device. Section d8, d9, g3, h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.